Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 594 mg/dl. The customer treated with a shot of 7 units. The customer was not able to clear the air bubbles. The customer declined to troubleshoot for high readings. The reservoir will not be returned for analysis.